Manufacturer narrative:
Company representative assisted the customer in identifying the problem and found that the system's power supply was unplugged. Once the power adaptor was plugged in, the problem was resolved. The system's display is working according to factory's specification.

Event description:
Customer reported an issue with the panorama central station's display, which may have affected telemetry monitoring. No patient injury was reported.